Manufacturer narrative:
Method: the mr850 humidifier, temperature probe and heater wire adaptor were received at fisher & paykel healthcare's us office and visually inspected. No breathing circuit was received for investigation. The humidifier was test run for three hours. The returned humidifier and temperature probe were also test-checked according to the relevant product technical manual. Results: no damage was noted to any of the three devices. No abnormal operation was noticed during the test run and no boiling water was observed. The unit was able to control temperature correctly and did not overheat. Both humidifier and probe passed all the functional checks and no fault was found with humidifier, probe or heater wire adaptor. Conclusion: without the return of the breathing circuit the failure mode could not be confirmed. We are thus unable to determine the cause of the reported complaint. Device evaluated at our us office.

Event description:
A hospital in (B)(6) reported that an mr850 humidifier overheated and that the water was "boiling while on a patient". They further stated that though the temperature was low, 33 degrees centigrade, water was boiling and the circuit was melting. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that an mr850 humidifier overheated and that the water was "boiling while on a patient". They further stated that though the temperature was low, 33 degrees centrigrade, water was boiling and the circuit was melting. There was no patient consequence.

Manufacturer narrative:
We are still endeavouring to retrieve the complaint devices for evaluation. We will provide a follow up report on completion of our investigation.